Manufacturer narrative:
The device was returned to the manufacturer and the alleged leak was confirmed. The quality engineer found heavy signs of corrosion on many parts. There were also signs of corrosion in the pattern of what appears to be the marks of a metal tray, as if the product was sitting in a metal tray on its side submerged in water. The instructions for use of the handpiece (4106-001-700 rev a) state "caution: do not immerse handpiece or battery pack" in the cleaning recommendations section.

Event description:
The customer stated that a leak was found when the device was sent back to sterilization. The appearance of the substance leaked is unknown. There was no leak observed during the procedure, so there was no delay or adverse consequences to the patient.